Event description:
It was reported that a bulb irrigation syringe component appeared "sharper."

Manufacturer narrative:
It was reported that a bulb irrigation syringe component appeared "sharper." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and the tip of the bulb irrigation syringe was noted to have a more tapered design, however, no defects or abnormalities were noted and the component was made to specification. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.